Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and material deformation appear to be related to the operational context of the procedure; however, a conclusive cause for the reported break cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat an unspecified vessel, when advancing a 2.5x15mm rx multi-link 8 (ml8) bare metal stent (bms) system, resistance was felt and the ml8 was unable to cross for an unknown reason. A fracture occurred and the stent struts became smashed. Another unspecified device crossed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.